Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket infection with sepsis and erosion. The patient also had hematoma and was treated with intravenous antibiotics. The crt-d was explanted. There were no additional adverse patient effects reported.